Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Sudden increase in/high thresholds (B) (6) 2010: it was reported the rv lead was replaced, due to no capture and unacceptable thresholds. No patient complications were reported as a result of this event.